Event description:
Per the clinic, the patient experienced intermittency and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.